Event description:
It was reported that the two hrs post-op the pt returned to the or for a cystic duct leak (drain was in place). The clips did not form correctly, the pt was having drainage at the drain (cystic duct leak). Pt was returned to surgery, another clip was placed.

Manufacturer narrative:
Eval summary: the er320 instrument (a) was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The er320 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.